Manufacturer narrative:
H3) no parts have been returned to the manufacturer for analysis. Codes: b17, c20, d15 if information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that while performing a planned maintenance (pm) on the navigation system the field representative was unable to use one of the pendant buttons on an imaging system. Issue resolved after system reboot. There was no patient involvement.